Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020. The cause of expiration was requested, but was not provided by the account. It was reported that the patient's outcome was not device related and the device operated as intended. It was additionally stated that there were no device issues or malfunctions that may have contributed to the patient¿s cause of death. The device reportedly would not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported per the vad coordinator, the patient passed away. It was reported that the patient's outcome was not device related. It was reported that the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death.